Manufacturer narrative:
(B)(4). It was initially reported that the device would be made available for evaluation. Multiple attempts to obtain the sample were unsuccessful. This report has been updated with the corrected information. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). It was previously reported that the device would not be returned. Subsequent to that report, the device was provided. This report has been updated with the corrected information. The complaint sample was returned for evaluation. A review of manufacturing records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found the catheter material was stretched, and the internal wired were broken inside the catheter. Due to the condition of the device as it was received, no testing was possible. Based on the condition of the catheter, the supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). 510(k) # of similar product code of 826631: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
"The clinician stated that he was experiencing a problem with a codman microsensor. The clinician implanted a codman microsensor into a patient who was having a subdural craniotomy. He noticed a negative reading which has not improved post operatively. It appears that the microsensor has been zero' correctly when asked. The clinician mentioned that the microsensor was yellow. The microsensor should be white. I have asked the clinician to keep this once ex-planted so we can send to complaints. Patient had a negative reading of 2 then 6 mmhg. The clinician felt that there may be a problem with the microsensor. Microsensor is still currently implanted at this stage." Unknown patient outcome, patient still in ICU. No patient demographics provided.